Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was not that the right ventricular lead exhibited high capture thresholds. The patient was scheduled for lead revision to reposition the lead. During the procedure it was noted that the helix could not be extended. The lead was extracted and replaced. The patient experienced no adverse events due to the procedure.

Event description:
New information received notes that the patient was dependent on the device for function and the thresholds were very inconsistent which is why the physician opted for a procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.